Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. Functional testing could not be performed due to the proximal cables being removed and not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred which required a pericardiocentesis. While ablating in the left atrium, the patient became hypotensive and an intracardiac echo revealed a pericardial effusion for which a pericardiocentesis was performed and protamine was administered to stabilize the patient. The procedure was abandoned, and the patient left the room with the pericardial drain still in place and no evidence of an effusion.